Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle. The homechoice machine advanced into drain and the hp connected afterward. The system error 2240 alarm was then received and the hp contacted baxter's tsc. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was reproted at the time of the initial report.